Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn# : (B)(4). Model #: sc-2317-70. Serial #: (B)(4). Batch #: 5080760.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as per hospital policy.